Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in a simple curvature in the mildly tortuous and mildly calcified superficial femoral artery. After the lesion was pre-dilated, a 5x200mm, 150cm ranger drug-coated balloon catheter was advanced for dilation. During the procedure, the balloon burst before it was inflated to nominal burst pressure. The device was carefully removed from the patient, and the procedure was completed with another of the same device. No complications were reported, and the patient condition was stable.

Manufacturer narrative:
B1: updated with product problem device evaluation by manufacturer: the ranger device was returned for analysis attached to a boston scientific encore inflation unit and the balloon was inflated to its rated burst pressure of 14 atm with no leaks or issues noted. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube/shaft found no issues. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in a simple curvature in the mildly tortuous and mildly calcified superficial femoral artery. After the lesion was pre-dilated, a 5x200mm, 150cm ranger drug-coated balloon catheter was advanced for dilation. During the procedure, the balloon burst before it was inflated to nominal burst pressure. The device was carefully removed from the patient, and the procedure was completed with another of the same device. No complications were reported, and the patient condition was stable.